Event description:
It was reported that on (B)(6) 2010, the patient came to the clinic, as she hears a loud and recurring crackling noise. Thereupon the speech processor was exchanged. On (B)(6)2010, she heard the crackling noise again and then came back to the clinic. Testing revealed a significant low impedance on channel 1.

Manufacturer narrative:
The device has not yet been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.